Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 2.2 mmol/l. The customer was treated with juice and cookie. The customer was not using auto mode. The customer was using the insulin pump within 48 hours of the low blood glucose. The customer reported that the displacement test was passed. The device will not be returned for the analysis.